Event description:
It was reported that an unspecified number of syringe 1ml ls sp120 experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: there was a lot of visible observable dark dirt inside the sterile syringe and due to this drug worth (B)(6) got wasted.

Manufacturer narrative:
Device history review was performed for the reported lot 1903015 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1903015 were used for additional evaluation. The product was visually inspected, no foreign matter was observed on the syringes or within the blister packaging. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. No sample or picture has been received for investigation. DHR of lot 1903015 is reviewed not finding any annotation or deviation regarding the alleged defect. Ten retained samples of 1ml ls lot 1903015 are evaluated. Upon visual inspection of these 10 samples, no foreign matter can be observed inside the syringes neither inside the blisters. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. Since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, and no foreign matter is observed in retained samples evaluated, the root cause of the alleged defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, and no foreign matter is observed in retained samples evaluated, the root cause of the alleged defect cannot be determined. Based on qda limits for this product and defect no corrective action is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 1ml ls sp120 experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: there was a lot of visible observable dark dirt inside the sterile syringe and due to this drug worth 800¿ got wasted.